Event description:
It was reported that the patient presented for upgrade, the right ventricular lead exhibited high capture thresholds. The lead was capped and replaced successfully on (B)(6) 2017. The patient was stable post procedure.